Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed intermittent farfield signal oversensing and fine right atrial (ra) lead noise around 50-60 hz. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. It was noted that the patient had a barostim device. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.